Event description:
The customer reported red and green dots in vision during service / maintenance involving an olympus flex deflectable videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.